Manufacturer narrative:
An analysis of the data logs from the subject event has been performed. This analysis concluded that the communication failure occurred due to a controller issue, however, the type of the root cause cannot be determined as the error was not logged in the controller log file. Then a second shutdown, not mentioned in the complaint description, occurred most likely due to a crash of the operating system or to a forced shutdown of the device. Not enough evidences are provided to determine which was the root cause for the issue. Unique identifier (UDI) #: (B)(4).

Event description:
After the pre-op CT was completed, the fiducials were planned by the company field service engineer, the surgeon then proceeded with registration. After selecting markers, the robot failed to connect, and had a communication failure causing a shutdown. The robot was restarted, and the case proceeded with no further issue.